Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit had no moisture damage under the lcd screen, electronic assembly or motor. The unit had no blank display. The unit had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer called in to report that he fell out of a kayak and the insulin pump was submerged in water. The customer's blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.